Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis indicated the eri (elective replacement indicator) is the result of high internal battery resistance. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This device was included in a field action, and returned product testing found the device did perform as described in the field action. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) was returned to the manufacturer after being explanted with no reason for removal/replacement. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.